Manufacturer narrative:
The manufacturer previously reported a simplygo mini oxygen concentrator allegedly stopped working while in patient use. The patient's blood oxygen level decreased and an ambulance was called and provided oxygen. The device only was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's quality product investigation laboratory, the customer's complaint was not confirmed. The device operated and alarmed to design specifications.

Event description:
The manufacturer received information alleging a simplygo mini oxygen concentrator stopped working while in patient use. The patient's blood oxygen level decreased and an ambulance was called and provided oxygen. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.